Manufacturer narrative:
Returned for evaluation was an angiographic soft-vu catheter. A visual review of the soft-vu catheter noted that the tip was detached from the catheter shaft. The customer's reported complaint description is confirmed as the tip of the catheter was fractured. The root cause for the complaint description cannot be definitely determined. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; " reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat". A review of the angiodynamics complaint system noted no trends fro this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(4) 2014, a female patient of unk age presented for an angiographic procedure. When opening the disposable device's sterile packaging while prepping for the procedure, it was noted the tip of the angiographic catheter had fractured off inside of the packaging. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for evaluation.